Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found the returned ICD to function within normal product specifications. Visual inspection revealed normal device characteristics. No anomalous behavior was observed.

Event description:
The device was explanted due to erosion.